Event description:
It was reported that the large needle driver instrument is splintering. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Results/conclusions - the instrument was returned, and evaluated. Per the customer reported complaint, engineering found that the main tube has a 1" long section just below the midpoint with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.